Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect was found on the connection site of the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese: "the customers verbatim report is that a burr on the connection site was found."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g insyte autoguard bc pro catheter assembly and four photographs. The photographs displayed similarities to that of the returned unit. Through the visual inspection of the returned unit found that the luer threads were deformed. Further inspection under a microscope found that the material had been pushed downward. The reported issue was confirmed as the adapter was found damaged. This was determined to be manufacturing related. Damage or deformation to the luer threads may occur due to a misalignment of the adapter relative to the equipment. This would allow for contact to the outside threads. Alignment of the stations is performed by operators during setup and downtime as deemed applicable by the quality plan. Additionally, sampling is performed by operators to search for damage to the adapter per the sampling plan. Preventative maintenance (pm) is also performed to ensure the equipment is running properly. Pm records were verified to be up to date during the production of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a molding defect was found on the connection site of the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that a burr on the connection site was found."

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard bc. Device failure: molding defective.